Event description:
Customer reported experiencing high blood glucose levels, though a specific value was not provided. A correction bolus was administered via the pump to address the bg. Technical support instructed the customer to secure the t: lock connection of the tubing properly, which the customer confirmed corrected the issue as drops of insulin were observed at the end of the tubing. The customer was advised to monitor the situation and contact support again if the problem persisted.